Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 6 months after the dental implants was installed in pt's mouth it was verified its non osseointegration. Immediate load was not performed and pt presented bone type iii.